Event description:
Procedure type: hernia. According to the reporter: permacol implanted on (B)(6) 2013. Ae term is wound dehiscence and the site determined the relationship to the device to be possible. Action taken to address the wound dehiscence is medication. The ae is ongoing at this point.

Manufacturer narrative:
(B)(4).